Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: additional information: block b5: the transparent cap fractured. Block h6: imdrf device code a0401 captures the reportable event of ligator housing break instead of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esvd procedure performed on (B)(6) 2026. It was reported that during the procedure, the transparent cap fractured and the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. An additional 30 minutes were required to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Initial reporter zip/post code: based on internet information. Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esvd procedure performed on (B)(6) 2026. It was reported that during the procedure, the connection point between the front section of the ligation device and the transparent cap was fractured and the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. An additional 30 minutes were required to complete the procedure. There were no patient complications reported as a result of this event.